Event description:
It was reported that a remote transmission showed a 15 second episode of atrial tachycardia/fibrillation that was suspected oversensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.